Event description:
Additional information was received reporting that it was clarified that "the flow diverter implant had to be cancelled" meant that, "the procedure was not postponed. The first flow diverter was successfully implanted. Due to the characteristics of the aneurysm, a second device was required. The second device failed and was reported accordingly. The procedure was completed by implanting a second flow diverter, which was supplied by a company other than medtronic." The cause of the failure to open and shortening was determined as, "believed to have been caused by the challenging anatomy of the patient¿s artery and the shortening occurred during the straightening of the implanted device.".

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysms of the left internal carotid artery cavernous and clinoid segment with a max diameter of 7.5mm and a 6mm neck diameter. The landing zone was 4.7mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed at the distal level, there was no opening of the device, therefore a second device from another manufacturer was implanted and patency of the vessel and opening of the device is evidenced. It was reported that the patient was treated with coils and non-medtronic stent on (B)(6) 2026. On (B)(6), the patient was admitted for flow diverter implantation for two saccular aneurysms in the clinoid and cavernous segment of the internal carotid, carotid siphon type IV. Under prior planning it was decided to implant 1 ped2 500-35 (d079370). At the end of the implantation of this device, inadequate opening was identified in its distal part, therefore, balloon angioplasty was performed in the distal segment. After angioplasty, the pipeline was shortened in its distal section and did not cover 100% of the neck of the aneurysm of the clinoid segment. The neurointerventionist decided to telescopic a second pipeline in its distal section to have total coverage of the neck of the distal aneurysm, ped2-500-20 (d054181). The phenom 27 system and pipeline were advanced to the communicating segment of the internal carotid artery to perform a second implant and it was here where despite deploying and releasing pipeline, ped2-500-20 was observed without opening at its distal end. Two attempts were made without obtaining a positive result for the patient. The specialist decided to remove system 27 with the pipeline mounted on the microcatheter and implanted a non-medtronic flow diverter, performing final balloon angioplasty with adequate angiographic result. It was noted that the middle section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps or other devices required to open the pipeline included balloon angioplasty. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. It was noted the flow diverter implant had to be cancelled, since it did not open in its distal portion at the time of implantation (the device was attempted to be implanted but was not completely released, therefore it was easy to remove it from the patient.) To complete the procedure, a device from another manufacturer was implanted. Ancillary devices include a phenom 27 microcatheter.